Event description:
It was reported that the ilet system exhibited bubbling and leakage at the connector component of an inset infusion set, which led to hyperglycemia with a highest blood glucose of 270 mg/dl; the user reconnected the connector to the cartridge and glucose values returned to range. Customer care provided support which included supply replacement logistics. Investigation of this case revealed a suspected leak at the infusion set connector with recurrence reported from the same supply lot. No clinical symptoms reported. Outcomes included no clinical impact requiring medical intervention. It was concluded that the event was consistent with device component leakage at the connector leading to hyperglycemia, with resolution after reconnection and replacement supplies provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.